Event description:
The facility reported an infuso.r. Pump which alarms with all three of its led lights lit up. This condition occurred during programming/setup in the facility's anesthesia department. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. A baxter service technician confirmed the reported condition when an alarm, with all three leads lit, interrupted delivery during testing. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an infuso.r. Pump which alarms with all three of its led lights lit up was confirmed during product evaluation. This condition was caused by a faulty motor. Per customer request, no repairs were made to this pump and it was returned un-repaired to the customer. Should additional information be received, a follow-up medwatch will be submitted.